Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The pump remains in use supporting the patient. A review of the patient's log file revealed no notable hazard alarms with the exception of a single low battery hazard alarm during which time the pump was supported by the emergency backup battery. The alarm resolved when the patient connected to a viable power source. A correlation between the device and the reported events could not be conclusively determined. Device thrombosis, hemolysis, bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called on (B)(6) 2016 stating they had leg weakness. On (B)(6) 2016, routine labs were checked and the patient¿s inr returned at 1.0 when it had previously been 2.6 (goal 2.0-2.7). It was also reported that the patient¿s lactate dehydrogenase (ldh) level was elevated over 1100 u/l. The patient¿s warfarin and aspirin dose was increased and the patient was started on subcutaneous lovenox. On (B)(6) 2016, after little change in ldh levels, the patient was admitted for evaluation for possible thrombosis. The patient was started on IV fluids and heparin. On (B)(6) 2016, the patient¿s heparin anti-xa level was supra-therapeutic at 1.05 u/ml and heparin was placed on hold. Shortly after, the patient complained of blurry vision. A stat CT showed right occipital and parietal interracial hemorrhage along with adjacent subarachnoid hemorrhage. Anticoagulation was reversed with vitamin k, protamine and kcentra with discontinuation of aspirin, heparin and integrilin. On (B)(6) 2016, the patient was discharged home with a target inr of 2.5. It was reported that the patient had a residual mild left sided visual tracking deficit.